Manufacturer narrative:
The report of air in line issues was not confirmed. The pcu event log shows pump module s/n (B)(4) was programmed to infuse drugid 90 at a rate of 1.7ml/hr and ran until 4:47 pm on 28 april 2020 when the device was channeled off. The log shows the device alarmed 3 times for air in line on the reported event date (28 april 2020) at 3:22 am, 4:43 am and 4:48 am. The pump module event log showed the air bolus settings for the device were set as ail bolus limit = 50microliters with accumulated air enabled. The cause of the air in line alarms cannot be determined though logs. The air bolus settings for the device were set as ail bolus limit = 50microliters with accumulated air enabled. The devices were being used for treatment the devices were not returned for investigation. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode. The customer stated that there was patient involvement.

Event description:
(B)(4). - air in line alarms. It was reported from the neonatal intensive care unit that air-in-line alarmed on the umbilical venous catheter (uvc) line -secondary port - with tpn running at 1.7 ml/hour. When the nurse went to exam the IV line for air - none was found. The rn returned the tubing to the pump and restarted the infusion. At 0445 this same channel alarmed for air and upon exam air in line was found. The rn then moved the air towards the drip chamber - the infusion was running at the same rate of 1.7 ml/hr. There was no adverse effects caused to the patient or delay in treatment as a result of this event.